Event description:
The hill-rom technician found that the ground pin had broken off of the power cord on this bed. He replaced the ac plug to resolve the issue. There were no reported adverse events associated this product failure.